Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's specific value was unknown but displayed "high". A correction bolus via pump was administered to address bg level. Customer loaded a new cartridge to resolve the issue.